Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Stryker rep reported that they were unable to burr during a partial knee case. Two anspachs were used and one end effector. Surgeon was able to complete the case by burring using the footpedal as the trigger. Burr status check showed no result for both anspachs. The end effector shows damage to the magnet underneath the trigger. Surgical delay 10 minutes approx.

Event description:
Stryker rep reported that they were unable to burr during a partial knee case. Two anspachs were used and one end effector. Surgeon was able to complete the case by burring using the foot pedal as the trigger. Burr status check showed no result for both anspachs. The end effector shows damage to the magnet underneath the trigger. Surgical delay 10 minutes approx.

Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor unable to burr during a partial knee case; completed the case by using the foot switch as the trigger. Method & results: device evaluation and results: no device inspection could be completed as the product was not available for evaluation. Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor unable to burr during a partial knee case; completed the case by using the foot switch as the trigger failure of p/n: emax2plus, s/n: (B)(4). There have been no other similar events for the referenced serial number. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Device not returned.